Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the jaws stuck closed but not on the vessel. Another device was used to complete the procedure. There was no adverse consequence to the pt. No additional info is available.